Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the spider wire wrapped around the nosecone, it did not lock up on the catheter. The stent implantation was pre-planned. Hinge pins were accounted for. Physician took several angiographic images to confirm there was no device fragments left inside the patient. The patient is well and was released from the hospital with no complications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a hawkone directional atherectomy along with non medtronic 6fr sheath and a spider embolic protection to treat a severely calcified lesion in the right proximal sfa with 80% stenosis. The lesion was pre and post dilated. IFU was followed during preparation, procedure and post procedure. During withdrawal, there was severe resistance felt and the tip separated at the hinge pin. It was reported that there was wire wrap around the nosecone and when physician tried to withdraw catheter pulling into a sheath a lot of resistance was felt. Physician gently pushed in the hawk catheter, it was loosened and the device was removed from the sheath. Once removed, physician expected the hawk and observed that the nosecone was not there. Angiography confirmed that the nosecone was stuck in the distal part of the sheath. The spider wire was pulled to see if nosecone would come back in with the wire. Spider filter was pulled all the way to the distal tip of the sheath. The whole sheath was pulled back over bifurcation as one into the access site to the left common femoral, holding 0.018 wire, the sheath was removed altogether with the nosecone and the spider. Since physician had the wire in place and did not loose access, was able to put 7fr sheath and take angiographic images to confirm that all pieces of hawk and spider were removed from the patient. The device was advanced over bifurcation. The guide wire was hydrated at preparation. The guide wire lumen was torn from the distal tip with the guide wire lock-up on catheter. The nosecone was removed with the sheath. The 8fr sheath was placed in left common femoral. Physician went up and over and wired the proximal sfa lesion that was atherectomized. Since there was residual calcium, physician completed treatment of that area with a stent. Once the procedure was completed, physician tried to use proglide closure device but ultimately decided to do a cut down and close the vessel surgically.